Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 9330072, cat. No.320136. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp out cover could not be removed. This was discovered before use. The following information was provided by the initial reporter: before injection, the patient could not remove the outer cover.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 ga 4 mm 14bag 700case jp out cover could not be removed. This was discovered before use. The following information was provided by the initial reporter: before injection, the patient could not remove the outer cover.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-10-05. F.10. Device codes: 1069, 2338, 2979. H.3. Device returned to manufacturer: yes.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp out cover could not be removed. This was discovered before use. The following information was provided by the initial reporter: before injection, the patient could not remove the outer cover.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp out cover could not be removed. This was discovered before use. The following information was provided by the initial reporter: before injection, the patient could not remove the outer cover.